Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the newly implanted lead exhibited noise. The physician placed the lead in other areas of the septum with similar results. When the introducer peeled away the lead retested with the same results of artifact. Additionally when the lead was placed in the right ventricle apex the artifact remained. It was also noted that throughout he testing thresholds initially would be acceptable and then would climb slightly during testing. The lead was not used and a new right ventricular (rv) lead was implanted with improvement. It was noted that the attempted lead was used as a conduit for introducing the wire for the replacement lead to avoid another subclavian sick with a needle and therefore a breach in the outer insulation will be present on the attempted lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. It was also noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress, the inner and outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.